Manufacturer narrative:
The device was evaluated. Based on investigation results, the root cause of the reported event cannot be conclusively identified. Probable cause based on reasonably known information was due to stress, degradation, wear and tear , external factors. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchofiberscope to the service center for a separate issue. During the device analysis, the service repair team indicated that the coating of the device insertion tube was peeling off. It was determined that the insertion tube needed to be replaced.